Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right atrial (ra) lead exhibited intermittent oversensing during programmed blanking periods. Undersensing was also noted on the ra lead. The lead remains in use. No patient complications have been reported as a result of this event.